Event description:
The account alleged the brake casters are not holding. No pt impact.

Manufacturer narrative:
The account found worn out locking mechanisms on all brake casters. The account replaced all brake casters to resolve the issue.